Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a problem with the pendant. When the rotation button was pressed, the lateral wheels would go up. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: bi71000529, lot: 29322 0030 rev. D, was returned to the manufacturer for analysis. The reported complaint was unable to be confirmed. The pendant was installed into a test imaging system and the pendant and system booted as expected. The pendant keys were still functional but several were worn and needed excessive pressure to be applied to function. Visual inspection showed the pendant laminate was starting to lift / bubble up from around the keys. Previously reported codes, b01 and d02, are applicable as well as newly reported code, c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.